Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
User's hearing performance is reported to have been affected for a month prior. No specific trauma or accident is reported. No swelling or redness at the implant site was observed. Re-implantation of the right side device is planned, but not yet scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User's hearing performance was reported to have been affected for a month prior. No specific trauma or accident was reported. No swelling or redness at the implant site was observed. User has been reimplanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is reported to have been affected for a month prior. No specific trauma or accident is reported. No swelling or redness at the implant site was observed. Reimplantation of the right side is planned.